Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 18.6, hardware: iphone17.2, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been treated in hospital with hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 23 mg/dl while wearing the pod between 36 and 48 hours on the arm. The patient's daughter noticed the patient had a convulsion during sleep and called the ambulance. The patient was taken to hospital and was treated for 11 hours. The patient was advised to eat by her doctor to increase her blood glucose. No additional treatment was reported. The patient was discharged on the same day.